Manufacturer narrative:
A few hours later, tandem customer technical support (cts) followed-up with the customer and the bg level was 327 mg/dl. The customer declined to discuss the high bg with cts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 287 mg/dl. The customer thought the high bg was due to a new type of infusion set being used. The high bg had not yet been treated. A pump system check was performed and no device issues were identified. The customer changed the infusion set site.